Manufacturer narrative:
Device disposition not presently known.

Event description:
The manufacturer was notified of an event via a publication titled "increased gradients after aortic valve replacement with the perceval valve: the role of oversizing". It was reported that a perceval size m/23 mm was implanted. On post-operative day 1, reoperation was required due to paravalvular leakage with moderate to severe aortic regurgitation. The prosthesis was explanted and bulk annular calcification was removed. A size l/25 mm valve was implanted with good final result.

Manufacturer narrative:
Additional information received from the site confirmed that the event was attributable to the patient's anatomy (excessive annular calcium), and there was no problem with the device. No further investigation is warranted. Based on the information received from the site, the event occurred as a result of excess calcium in the patient's annulus. As indicated in the percival instructions for use (IFU), "eccentric/bulky protruding intraluminal calcifications must be removed". The event is therefore attributable to a failure to follow the percival IFU. Valve not available.